Event description:
After the dib00 model intraocular lens (iol) was implanted the capsule was broken/ripped. During the procedure, the haptics were initially stuck together, and while attempting to place the haptic in the capsular bag, the haptics released, and a tear in the capsule was observed. The lens was subsequently removed. It is unknown if another iol was implanted. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: . Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.